Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd ultra-fine¿ pen needle has been found experiencing 91 cases of inability to deliver medication during use. The following has been provided by the initial reporter: non-patient side needle bent. A customer who is well aware of how to attach a pen needle to a pen injector complains about needle clogging. When detach the pen needle, non-patient side needle was bent. Non-patient side needle missing. A customer noticed that non-patient side needle was missing because when the needle was attached, she was not able to inject insulin dose. Non-patient end needle is folded. Non-patient end needle is folded. The patient noticed it because the insulin dose didn't come out through the cannula. Patient side needle broken. The patient end side needle is broken and lay on the surface of the hub.

Event description:
It has been reported that the bd ultra-fine¿ pen needle has been found experiencing 91 cases of inability to deliver medication during use. The following has been provided by the initial reporter: non-patient side needle bent. A customer who is well aware of how to attach a pen needle to a pen injector complains about needle clogging. When detach the pen needle, non-patient side needle was bent. Non-patient side needle missing. A customer noticed that non-patient side needle was missing because when the needle was attached, she was not able to inject insulin dose. Non-patient end needle is folded. Non-patient end needle is folded. The patient noticed it because the insulin dose didn't come out through the cannula. Patient side needle broken. The patient end side needle is broken and lay on the surface of the hub.

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. 1 open sample : it was observed that the patient end of the cannula was broken. No shield was returned and no indentation marks were observed on the hub. 5 open samples : it was observed that the non patient end of the cannula was bent on all five samples. 5 open samples : it was observed that the non patient end of the cannula was broken on all five samples. 83 open samples : it was observed that the non patient end of the cannula was bent on all eighty three samples. Due to the condition the samples were returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text.